Event description:
It was reported that approximately nine months following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated the left anterior descending (lad) artery. Treatment consisted of placement of a 3.50x32mm taxus express2 drug eluting stent. The patient presented approximately nine months post procedure with chest pain. Stress tests showed the patient had anterior ischemia and 40% in-stent restenosis. Treatment consisted of placing another manufacturer's 3.5x28mm drug eluting stent. No other complications have been reported and the patient is reported to be "ok".

Manufacturer narrative:
Implant date: "2008". The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.